Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left tube essure device also being cut in two/ right side again resulted in fracturing of the essure device'), pelvic pain ('pelvic pains/increasingly intense pain') and menorrhagia ('increased bleeding during menstruation/bleeding') in a 23-year-old female patient who had essure (batch no. 627306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009, doctor information that, there was no leakage. Concurrent conditions included blood pressure abnormal since (B)(6) 2017 and acid reflux (oesophageal) since 2015. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2017 and iron since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder problems"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems/dental problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arrhythmia ("arrhythmia"), abdominal pain lower ("pain lower abdominal"), back pain ("pain lower back"), pain in extremity ("pain back of leg") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (partial hysterectomy and salpingectomy and exploratory laprocopic surgery and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, arrhythmia, headache, weight increased, abdominal pain lower, back pain, pain in extremity and gastrooesophageal reflux disease outcome was unknown, the pelvic pain had not resolved and the menorrhagia, vaginal haemorrhage, cystitis, bladder disorder, migraine, dyspareunia, alopecia, vaginal discharge and tooth disorder had resolved. The reporter considered abdominal pain lower, alopecia, arrhythmia, back pain, bladder disorder, cystitis, device breakage, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Current weight 200 lbs. Plaintiff was using inhaler since birth. In 2009, doctor told he would not remove the device. In 2016, discussed getting a hysterectomy to get essure removed. In 2012, pain and laparoscopy was discussed. Discrepancy noted in essure removal date (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received. Aka name added. Event outcome updated for event menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left tube essure device also being cut in two/ right side again resulted in fracturing of the essure device'), pelvic pain ('pelvic pains/increasingly intense pain') and menorrhagia ('increased bleeding during menstruation/bleeding') in a 23-year-old female patient who had essure (batch no. 627306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009, doctor information that, there was no leakage. Concurrent conditions included blood pressure abnormal since (B)(6) 2017 and acid reflux (oesophageal) since 2015. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2017 and iron since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder problems"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems/dental problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arrhythmia ("arrhythmia"), abdominal pain lower ("pain lower abdominal"), back pain ("pain lower back"), pain in extremity ("pain back of leg") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (partial hysterectomy and salpingectomy and exploratory laprocopic surgery and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, arrhythmia, headache, weight increased, abdominal pain lower, back pain, pain in extremity and gastrooesophageal reflux disease outcome was unknown, the pelvic pain had not resolved and the menorrhagia, vaginal haemorrhage, cystitis, bladder disorder, migraine, dyspareunia, alopecia, vaginal discharge and tooth disorder had resolved. The reporter considered abdominal pain lower, alopecia, arrhythmia, back pain, bladder disorder, cystitis, device breakage, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Current weight 200 lbs. Plaintiff was using inhaler since birth. In 2009, doctor told he would not remove the device. In 2016, discussed getting a hysterectomy to get essure removed. In 2012, pain and laparoscopy was discussed. Discrepancy noted in essure removal date (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Lot number:627306 manufacture date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left tube essure device also being cut in two/ right side again resulted in fracturing of the essure device'), pelvic pain ('pelvic pains/increasingly intense pain') and menorrhagia ('increased bleeding during menstruation/bleeding') in a 23-year-old female patient who had essure (batch no. 627306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009, doctor information that, there was no leakage. Concurrent conditions included blood pressure abnormal since (B)(6) 2017 and acid reflux (oesophageal) since 2015. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2017 and iron since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder problems"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems/dental problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arrhythmia ("arrhythmia"), abdominal pain lower ("pain lower abdominal"), back pain ("pain lower back"), pain in extremity ("pain back of leg") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (partial hysterectomy and salpingectomy and exploratory laprocopic surgery and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, arrhythmia, cystitis, headache, weight increased, abdominal pain lower, back pain, pain in extremity and gastrooesophageal reflux disease outcome was unknown, the pelvic pain and menorrhagia had not resolved and the vaginal haemorrhage, bladder disorder, migraine, dyspareunia, alopecia, vaginal discharge and tooth disorder had resolved. The reporter considered abdominal pain lower, alopecia, arrhythmia, back pain, bladder disorder, cystitis, device breakage, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Current weight 200 lbs. Plaintiff was using inhaler since birth. In 2009, doctor told he would not remove the device. In 2016, discussed getting a hysterectomy to get essure removed. In 2012, pain and laparoscopy was discussed. Discrepancy noted in essure removal date (B)(6) 2016 and (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-nov-2020: mr received. Event "device breakage" added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain'), menorrhagia ('increased bleeding during menstruation/bleeding') and arrhythmia ('arrhythmia') in a (B)(6) female patient who had essure (batch no. 627306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2009, doctor information that, there was no leakage. Concurrent conditions included blood pressure abnormal since (B)(6) 2017 and acid reflux (oesophageal) since 2015. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2017 and iron since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder infection"), bladder disorder ("bladder problems/bladder or urinary problems or changes bladder infection/infection (bladder/ urinary tract/vaginal) type: bladder problems"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems/dental problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), abdominal pain lower ("pain lower abdominal"), back pain ("pain lower back"), pain in extremity ("pain back of leg") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (partial hysterectomy and salpingectomy and exploratory laparoscopic surgery and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had not resolved, the arrhythmia, cystitis, headache, weight increased, abdominal pain lower, back pain, pain in extremity and gastrooesophageal reflux disease outcome was unknown and the vaginal haemorrhage, bladder disorder, migraine, dyspareunia, alopecia, vaginal discharge and tooth disorder had resolved. The reporter considered abdominal pain lower, alopecia, arrhythmia, back pain, bladder disorder, cystitis, dyspareunia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Current weight (B)(6). Plaintiff was using inhaler since birth. In 2009, doctor told he would not remove the device. In 2016, discussed getting a hysterectomy to get essure removed. In 2012, pain and laparoscopy was discussed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on (B)(6)2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received- new events acid reflux, arrhythmia were added. Outcome of bladder disorder updated to recovered / resolved. New reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.